Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included obesity, multigravida, multiparous and abortion. Concurrent conditions included fatigue, abdominal cramps, libido decreased and stress urinary incontinence. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings") and abdominal distension ("gastrointestinal or digestive system condition : bloating"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy consulted with nurse"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and fibromyalgia ("fibromyalgia"). The patient was treated with paracetamol (acetamin) and surgery (hysterectomy vaginal (full) a and p repair, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, dysgeusia, migraine, dyspareunia, weight increased, abdominal distension, fibromyalgia and alopecia outcome was unknown, the pelvic pain, abdominal pain lower, back pain and arthralgia was resolving and the mood swings, depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, depression, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs and mr received : reporter's added. Patient details were added. Concomitant medication and condition added. Events: perforation (uterus), pain, hormonal changes describe: mood swings, abnormal bleeding vaginal, menorrhagia, allergic or hypersensitivity reaction type: metallic taste, psychological or psychiatric problems condition: depression, anxiety, migraines / headaches, nickel allergy consulted with nurse, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain/loss (specify which one)weight gain, gastrointestinal or digestive system condition: bloating, fibromyalgia, hair loss, lower abdomen pain, lower back pain, joint pain, did you undergo an essure confirmation test? No were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.